Event description:
An optometrist reported patient with dry eye at 12 month lasik post-operative visit. Additional information has been requested. This report references the right eye. An additional report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).